Manufacturer narrative:
Additional information: age or date of birth, weight (patient information), initial reporter name and address, initial reporter health professional, initial reporter occupation (initial reporter information). An email was received on 5/1/19 from shakeh aloinmelikpour, clinical research project manager, with further information regarding the case. Further information was provided about the physician, hospital, and patient demographics. The part number and lot number of the device could not be identified. It was confirmed that the aspirin was given for the extruding coil. The patient was seen for their one month follow-up appointment and was then discharged due to stable angio. The physician did not attribute the patient experiencing dizziness/lightheadedness, nausea, and horizontal nystagmus to this event.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during the index procedure on a patient enrolled in the (B)(6) clinical trial, parent artery coil extrusion was noted without associated thrombus or blockage, and there were no complications. The day after the procedure, the patient was started on aspirin for the coil extrusion. Two days after the procedure, on (B)(6) 2018, the patient experienced dizziness/lightheadedness, nausea, and horizontal nystagmus. A CT was performed, which was noted as "stable." The patient's symptoms were resolved without sequelae on the day of discharge, (B)(6) 2018; however, aspirin was prescribed for the patient to be continued after hospital discharge. It is unknown if the patient's symptoms were related to the coil extrusion.